Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The patient's sample was requested for investigation. Medwatch field e1 initial reporter email address was provided as (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with both the 9 minute stat application and 18 minute application of the elecsys troponin t hs assay on a cobas e 801 analytical unit. The sample resulted in troponin t values of 70 ng/l, 69 ng/l, and 62 ng/l when tested using the 9 minute stat application. The sample resulted in troponin t values of 101 ng/l, 101 ng/l, and 96 ng/l when tested using the 18 minute application.

Manufacturer narrative:
Medwatch fields a2 and a3 have been updated.

Manufacturer narrative:
A sample from the patient was provided for investigation. The sample was measured with and without treatment in a heterophilic antibody blocking tube. The customer's results could be reproduced. The heterophilic antibody blocking tube treatment showed no relevant effect. The sample was analyzed using size exclusion chromatography. Reactivity could only be detected in fractions that corresponded to the molecular weight of igg, therefore it is shown that an igg interfering factor is present in the patient's sample. This can lead to falsely elevated troponin t values. Per product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. The reagent has been formulated to minimize this effect." The investigation did not identify a product issue.